Event description:
Patient's wife called on behalf of patient to report that he has experienced around 15-20 devices that have fallen off. Patient wife states that they fall off usually due to sweating or in the shower. She confirmed that the patient properly cleans the area before applying a device.